Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was broken. It was reported that when the vizigo sheath was used, a hemostatic valve failure occurred, and the hemostatic part was broken after dilator insertion. When normal saline was flushed, reflux was confirmed. The procedure was successfully completed with replacement of the sheath. The procedure was completed without patient's consequence. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-mar-2022, bwi received additional information regarding the event. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No picture available. The sheath was not being used on the patient, they changed to a new one which was used to the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. The patients hemodynamics were not compromised due to bleeding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-may-2022, the product investigation was completed as the complaint device was not returned. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001769 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)